Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected). Product problem(s): "[surgeon] did not think that the lens was the cause of the surprise" (no known device problem [iol (intraocular lens) implant]). A surgeon reported, a pt with a myopic surprise three weeks following intraocular lens (iol) implant surgery. In a f/u, the surgeon stated that he did not think that the lens was the cause of the myopic surprise; the lens was properly centered in the bag, and that there was no viscoelastic behind the lens. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 07/29/2010 and 08/13/2010 by phone, fax, and mail. Add'l info was obtained by phone. A completed questionnaire has not been received. (B)(4).